Manufacturer narrative:
This adverse event is submitted to the agency late as a corrective action since it was determined to be reportable after an audit of the company's complaint database.

Event description:
Neuronetics received information from a practice that a patient was experiencing worsening tinnitus after starting tms treatment.